Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was returned for evaluation. One used sample with original packaging was received. The sample was received with the inflation line detached from the et tube. Visual examination revealed a significant amount of tap wrapped around the et tube, which was removed for sample decontamination. The connection point of the inflation line to the et tube was examined under magnification. There was a jagged remnant of the inflation line still attached to the et tube. The bond of the inflation line to the et tube was intact and did not fail. The severed ends of the inflation line are jagged as if torn or bitten. The device history record for um4185xxx was reviewed and the product was produced according to product specifications. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the patient was intubated during a scheduled surgery on (B)(6) 2016. The patient was transferred to post-op and was scheduled for extubation on (B)(6) 2016. During preparation for the extubation, it was alleged that the cuff connection tube was broken. No further details have been provided at this time.